Event description:
The patient reported that his abbott libre 3+ continuous glucose monitor (cgm) displayed low glucose readings, and he believed the pod was delivering more insulin than expected. He further stated that he received multiple boluses despite operating the system in manual mode, increasing insulin on board without a user-initiated bolus (this additional reported malfunction has been documented and reported under internal insulet identifier #(B)(4)). A subsequent fingerstick measurement showed a glucose value of 600 mg/dl. The patient reported experiencing vomiting and convulsions and was transported to the hospital by ambulance. He was admitted on (B)(6) 2026, and diagnosed with diabetic ketoacidosis, noting that he remained unconscious for two days during the admission. He was discharged on (B)(6) 2026. The patient stated that hospital staff removed the pod. At the time of pod removal, he observed that the infusion site was bleeding, swollen, and itching. He reported no insulin leakage and indicated that the cannula appeared normal after removal. The patient further confirmed that after switching to the abbott libre 2+ cgm, his glucose levels have remained stable and within range.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.